Event description:
The customer states that one month ago, a patient generated a negative axsym toxo igm assay index result of 0.360 (the toxo igg assay result was positive at 80 iu/ml). Presently, a new sample drawn from this same patient generated a positive axsym toxo igm assay index result of 1.572 (the toxo igg assay result was positive at 82 iu/ml). Both samples were tested by an alternate methodology (elisa) and generated similar results. Both samples were then sent to a toxo reference center and both samples tested negative for toxo igm (the toxo igg results were similar). There is no impact to patient management reported.